Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. When asked to clarify ¿it started going crazy,¿ the patient stated, ¿(B)(6) (turned it off) beat my left side awful.¿ they reported that they turned it off after talking to a representative (rep). They reported that the device was still off. The patient stated that they could not get it programmed continuously to do the left side. They also reported that they needed it on the right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that hd programming was initially set up by a manufacturer¿s representative (rep), but later stated it was going crazy. The patient said that the stimulation was constantly vibrating and their back got score. The patient declined to change settings and stated the rep told them to call to discuss the programming change. No further complications were reported.